Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be defective component from supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "accessories closed drainage bag (the illustration shows one example of typical configurations.) Syringe prefilled with sterile water water soluble lubricant antiseptics: bard® 10% povidone-iodine solution tweezers gauze pads waterproof sheet cotton balls gloves." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was only 3 cc of water in the syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was only 3 cc of water in the syringe.